Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt displayed a communication error. The cause for the failure was isolated to rtv epoxy being found inside the trunk cable connector, causing fault and the service code 204. The root cause for the rtv inside of the trunk cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.